Event description:
Additional information was received, from the customer. The malfunction was discovered, at the beginning of a procedure (transurethral lithotomy). The procedure was completed successfully with a different device. There was no delay in procedure or impact to the patient.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. Additional information has been received by the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the corrosion of the contacts of the video connector has been confirmed. So it is likely, that the connection to the processor was not stable leading to the scope communication error. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced camera head was returned for evaluation. The customer¿s reported b30 scope communication error could not confirmed/reproduced. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that a customer high definition camera head reportedly has a no image malfunction due to a scope communication error, b30 during an unspecified event. No patient injury or harm was reported to olympus.